Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that customer had physical damage of insulin pump. It was reported that insulin pump dropped on the floor causing display screen to be cracked in two areas. Customer's blood glucose was 214 mg/dl. It was reported that display can be read but it is different. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.